Event description:
Information received by medtronic indicated that the insulin pump had a crack middle button. No harm requiring medical intervention was reported. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at keypad overlay on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, keypad overlay peeling, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, reservoir tube cracked, broken reservoir tube lip, cracked retainer, and scratched lcd window. Cosmetic damage was confirmed at the [location(s) of damage]. Cosmetic damage at [alleged location] was not confirmed, however, other cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.